Manufacturer narrative:
Review of procedure ID (B)(6) shows significant patient movement during all stages of the procedure and during arcuate incisions. This is likely due to the pid suction ring not locked to the pid arm and may have lead to a full thickness arcuate incision. Proper locking technique should be addressed. System functioned as designed. No further clinical follow up required.

Event description:
On (B)(6) 2025, doctor (B)(6) reported to cas that they encountered a perforated ak and inferior ak during procedure ID # (B)(6).